Event description:
The iabp alarmed "iabp cath leak". Initially, condensation was noted in the connecting tubing. The tubing was changed. The alarm was sounded again approx 10 mins later. Dark brown flecks were noted in the iabp catheter at the beginning of the extender tubing. This progressed to min bright red flecks and the catheter was removed and a second iab was inserted. (Datascope rec'd this report on 3/3/98 via the mandatory medwatch form from the user facility; uf/dist report number: 2200770000-1998-0010). On 5/14/98, the following info was reported to datascope: the iab was inserted into the pt 2/16/98. On 2/17/98 after iabp for 12 hrs, "dark flecks of blood" were noted in the iabp tubing and to the extender tubing. An alarm sounded from the sys 97 pump. The iabp was placed on standby and clamped. The iab was removed and a second iab was inserted. There was no pt injury or complication as a result of the event. The pt was discharged to a nursing home on 3/16/98. [Event complications]: none from the event-reported 3/3/98, 5/4/98, 5/14/98. [Pt's current status]: discharged-rpt'd 5/14/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microsopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to FDA on 5/15/98).